Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation and confirmed the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing, the instrument had burnt mark on the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was not sure when the issue occurred but when the technician went to inspect the instrument, they noticed that there was a burn mark on the instrument.